Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device suddenly ceased ventilation output. The patient advised that he woke up to find that the ventilator was not blowing air. The patient then cycled power three times and it began to blow air again. Later, the patient¿s respiratory therapist (rt) stopped by to examine the device. The rt stated that the device passed the pre-use check and no issues were observed. As a precaution, the patient was placed on a different ventilator for support. There was patient use associated with the reported event. There was no harm to the patient as a result of the reported issue.